Event description:
The customer reports that the device product has an absence of graduation which makes it impossible for the device to be used, the reported defect was discovered prior to patient use. No patient injury or intervention was reported.

Manufacturer narrative:
Customer reports that the sample is available for evaluation. The sample was not received at the time of this report. The results of the investigation are not available at the time of this report.